Event description:
As reported, a 5f exoseal vascular closure device was used but no color change occurred. The procedure was performed using a retrograde approach using a non-cordis catheter sheath introducer, and hemostasis was achieved through manual compression. There was no reported patient injury. No visible device or package damage was observed prior to use. The femoral vessel diameter was confirmed to be greater than or equal to 5 mm, with no stent, no stenosis greater than 50%, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling successfully locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The surgeon is an experienced user. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device was used but no color change occurred. The procedure was performed using a retrograde approach using a non-cordis catheter sheath introducer, and hemostasis was achieved through manual compression. There was no reported patient injury. No visible device or package damage was observed prior to use. The femoral vessel diameter was confirmed to be greater than or equal to 5 mm, with no stent, no stenosis greater than 50%, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling successfully locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The surgeon is an experienced user. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, it was proceeded with the deployment lever being fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.